Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen® gts event described as on post-op day one of implantation in right eye: patient had hypotony but a deep chamber and no choroidals. 4 days later, patient returned with vision loss and high intraocular pressure. Patient mentioned sneezing a few times prior to this loss of vision and was found to have developed a hemorrhagic choroidal detachment. Choroidal drainage was performed but vision was lost. Device remains implanted.